Event description:
Boston scientific received information that this right atrial lead exhibited high out of range pacing impedance values and was consequently, surgically abandoned. Another lead was successfully implanted in the absence of adverse patient effects.

Manufacturer narrative:
As no return of product is expected our investigation at this time is complete. This investigation will be updated should further information be provided.